Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be constipation; however, this was not confirmed. On an unreported date, the patient was treated with an injection of cefazolin 1 gram (frequency not reported), and injection of fortum 1 gram (frequency not reported) and an injection of heparin 2000 international unit (iu), (frequency not reported). At the time of this report the patient was recovering from the peritonitis event. No additional information is available.